Manufacturer narrative:
Patient information was not provided. The model and serial number were not provided. This information will be provided in a supplemental report if and when made available. . The user report did not identify a facility, so the initial reporter name and address are unknown. This information will be provided in a supplemental report if and when made available. As the model number was not provided, the 510(k) number could not be determined. This information will be provided in a supplemental report if and when made available. As the serial number was not provided, the 510(k) number could not be determined. This information will be provided in a supplemental report if and when made available. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The location where this event occurred is unknown. (B)(4). Sorin group (B)(4) received a user medwatch report (mw5064676) on september 26, 2016, which stated that mycobacterium avium complex (mac) was identified in cultures taken from a patient who had undergone an emergent aortic valve replacement and hemi-arch repair with a homograft in 2015. The patient underwent an acute aortic dissection post-operatively and returned to the operating room 3 more times before final wound closure later in 2015. The patient presented with superficial area of drainage and wound dehiscence, which was managed with local debridement and 2 weeks of antibiotics. In 2016, the patient presented to the hospital with fevers, night sweats and pancytopenia. A CT chest scan showed mediastinal collection and the patient was taken to the operating room, which significant mediastinitis was identified. Tissue cultures were taken, which grew candida and acid-fast bacilli (afb), which was later identified as mac. The user report states that the patient remains hospitalized. As no device information or contact information for the facility or for the initial reporter was provided in the user medwatch report, sorin group (B)(4) is unable to perform any follow-up with the customer regarding this event at this time. Past communication with the FDA on july 27, 2016 for a different report has confirmed that any missing or redacted information was removed from the user report at the request of the submitter, and no additional information would be provided. The FDA suggested performing due diligence to ensure that there is no additional information regarding this event contained in an already existing complaint. A review of existing complaints did not identify any event that matched the description provided in the user report. No further investigation is possible. In the event of receipt of new information, a supplemental report will be provided.

Event description:
Sorin group (B)(4) received a user medwatch report (mw5064676) on september 26, 2016, which stated that mycobacterium avium complex (mac) was identified in cultures taken from a patient who had undergone an emergent aortic valve replacement and hemi-arch repair with a homograft in 2015. The patient underwent an acute aortic dissection post-operatively and returned to the operating room 3 more times before final wound closure later in 2015. The patient presented with superficial area of drainage and wound dehiscence, which was managed with local debridement and 2 weeks of antibiotics. In 2016, the patient presented to the hospital with fevers, night sweats and pancytopenia. A CT chest scan showed mediastinal collection and the patient was taken to the operating room, which significant mediastinitis was identified. Tissue cultures were taken, which grew candida and acid-fast bacilli (afb), which was later identified as mac. The user report states that the patient remains hospitalized.

Manufacturer narrative:
Mfg date: as the serial number was not provided, the date of manufacture could not be determined. This information will be provided in a supplemental report if and when made available.